Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 4968-25, lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to the explant of other system components, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.